Event description:
A malfunction was reported on the pump with a malfunction code of malf 3. The issue caused the customer's blood glucose level to rise to 545 mg/dl. The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi). Technical support assisted the customer in resetting the pump but the malfunction code persisted, so a replacement pump was sent. The customer was instructed to return the problematic pump and understood the steps to take upon receiving the new pump.